Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 1.5x15, 2.0x15 mini trek otw, 2.75 trek otw, trek rx. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 1.5x15 mini trek otw and 2.0x15mm mini trek otw referenced in b5 are being filed under a separate medwatch MFR number. (B)(4).

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd:the device was not returned for investigation. With the provided information, we could not identify whether or not there was any trouble with the guidewire itself, the cause of and the causality of subject guidewire with the reported event. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency.

Event description:
It was reported that there was resistance advancing and removing the 1.5x15mm and 2.0x15mm mini trek otw on the miracle bro 6 guide wire in the heavily calcified and heavily tortuous, first diagonal coronary artery. The miracle bro 6 guide wire had to be re-advanced as the 2.0x15mm mini trek was withdrawn to avoid loss of vessel access. The same mini trek was used on other guide wires during this procedure without issue. The same miracle bro 6 guide wire was successfully used with a 2.75 trek otw and then a trek rx without issue. There were no adverse patient effects. No additional information was provided.